Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. Ge healthcare has recommended to the hospital to replace the bag-to-vent switch. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the bag-to-vent switch has to be switched repeatedly to engage mechanical ventilation. There was no report of patient involvement.